Event description:
It was reported that oversensing on ventricular channel due to lead noise was observed. Patient received inappropriate therapy. Programming changes were suggested. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.